Manufacturer narrative:
The device was unable to be downloaded even when external power was provided to bottom battery and middle battery. The pcb was removed, external power was provided and the data still could not be downloaded. It could not be determined if an alarm occurred or not. Device was received fully deployed. Corrosion was visible on the pcb. Fluid path test was performed, and fluid initially flowed through the fluid path. A leak test was performed by manually occluding the distal tip of the soft cannula. Upon manually rotating the ratchet gear, fluid was observed to be leaking from an internal tear. The internal tear caused fluid deposition inside the pod leading to corrosion.

Event description:
It was reported the patients blood glucose level rose to 270 mg/dl while wearing the pod between 4 and 24 hours. As treatment the patient removed the pod.